Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's pump. The mother states they have received several no delivery alarms with infusion sets. The mother states there was a hospitalization for high blood glucose. The customer's blood glucose level at the time of incident was 460mg/dl. The customer has ranged from 100mg/dl to 400mg/dl. The customer states the alarm was resolved by a complete set change. The mother states the health care provider is requesting a pump replacement. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.